Manufacturer narrative:
No product was returned for evaluation. The root cause of the cardiovascular insufficiency was unable to be determined due to insufficient clinical details. The cause of the pump in wrong position could not be determined as no clinical details were provided as to how the pump came out of position. The cause of the pump suction was patient condition related as clinical details noted lv was collapsed and pump was deep when suction alarms were triggered. The cause of the optical signal issue was patient condition related per clinical details noting patient condition deteriorating. The pump passed all post-sterile inspection checks.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced atrial fibrillation with suction alarms and placement signal low alarms. The patient had a do not resituate order. An echocardiogram was performed and showed the pump positioned deep, the left ventricle appeared collapsed, and the right ventricle was not moving. The physician attempted to reposition the pump but was unsuccessful. The impella was turned off and the patient expired.